Event description:
Event description guidant received information that the clinician evaluating this pacemaker was concerned about premature battery depletion due to the gas gauge reading; however, one week later the gas gauge reading was full. The pacemaker had been implanted less than one year. A hex dump was performed and analyzed. It was found that the device would indicate elective replacement in the next week.